Event description:
A cgm error was reported by the caller, identified as error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following the instructions, the caller was able to start the sensor session successfully with no further error codes displayed.